Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. While speaking with the olympus technical assistance center (tac), tac consulted the otv-s200_instruction manual and technical manual and explained: e333 is a touch panel error. And the solution was to immediately turn the video system center off and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus. The user opted to power off the unit and then power on again. The error code no longer appeared. The user then successfully copied the images on to portable memory. Tac recommended that the unit not be used further and be sent to olympus for evaluation. The customer stated that they would arrange an RMA if requested and make arrangements to send the unit to olympus for evaluation. The facility has been provided with full information about how to accomplish this. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an e333 touch panel error was observed while using the video system center. The issue occurred during a diagnostic, left shoulder arthroscopy procedure. Troubleshooting was performed by turning the power of the unit off, then back on, which resolved the reported error code. The intended procedure was completed using the same device. There were no reports of patient harm.